Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the handle appeared intact. The device was received with the capsule fully closed and slightly over captured. The deployment knob appears to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was no damage noticed on the threading of the screw gear. A hole was observed on the distal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Procedural films were received for review confirmed that valve was deployed in the aortic arch and the carotid blood flow was not compromised. The imaging also confirmed that the second valve implant was a good result. There was no evidence in the images to confirm the valve was deployed in error and was not able to be recaptured. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The delivery catheter system (dcs) was received with all handle components intact. The handle functioned to retract and advance the capsule with no issues noted. The capsule was observed to overlap onto the catheter tip. This overlap is an over-captured tip. The evolut system pro instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Additionally, a small hole was observed on the distal end of the capsule. The description of the event does not indicate that this capsule damage occurred during the procedure and may be a gouge mark caused by an interaction between the capsule and an introducer sheath or could be caused by an interaction between the dcs and calcified patient anatomy or the damage may have occurred during return transport for analysis. The source of the damage could not be confirmed based on the information received. There was no other evidence of damage observed on the dcs. The reported event indicates that the tip retrieval mechanism was inadvertently activated during deployment. Per the IFU "the end of the handle features a tip-retrieval mechanism, which can be used to withdraw the catheter tip to meet the capsule after the device has been fully deployed". It was attempted to close and retrieve the system, but the valve was unable to be recaptured. When the tip retrieval mechanism is partially engaged, the mechanism for deploying the valve disengages and the capsule will not retract or advance. If the tip retrieval mechanism was moved back into place, the capsule will move back to allow deployment of the valve. In this case, the reported information indicates that the tip retrieval was pushed back into place, which accidentally deployed the valve in the aortic arch. The patient¿s condition was stable and a second valve was successfully implanted in the annulus. No additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-29, serial/lot #: (B)(4), ubd: 19-may-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was mistakenly opened by pressing the grey knobs of the tip retrieval mechanism during deployment. It was attempted to close and retrieve the system, but the valve was unable to be recaptured. In the process of trying to close, the valve was accidentally deployed in the aortic arch. Three vessels were well visualized under fluoroscopy and carotid blood flow was not compromised. The condition was stable and a second valve was successfully implanted in the annulus. No additional adverse patient effects were reported.